Event description:
A health care professional reported that ophthalmic system broke down. Patient and procedure details were not reported. Timing of the event and procedure details are unknown. It is also unclear whether the surgery was completed. Details regarding patient harm was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.